Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed. The reported allegation of fluid loss was confirmed via product analysis of the cuff. The balloon tested at 58.2 cmh2o. The original pressure of the balloon is not known. The pump performed within specifications. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported the patient had the artificial urinary sphincter removed due to fluid loss.

Event description:
It was reported the patient had the artificial urinary sphincter removed due to fluid loss.